Event description:
IFU-stated-re-usable arthrex 3.0 drill bit suture 'tak' used for shoulder repair. Tip broke off in patient bone during procedure. Metal fragment removed intact successfully without injury. Growing concern regarding arthrex drill bite as IFU does not give recommended number of uses per item only states: this device may be re-usable or a single use non-sterile/sterile instrument that may be attached to power. (B)(6).